Manufacturer narrative:
Cat#: 72404156, lot#: 616834002, reservoir 100 ml pc/iz. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient had original implant in (B)(6) 2010. Approx 2 months ago, the device quit working. On (B)(6) 2020, that device was replaced. Patient wants to explore warranty. No adverse patient effects. Additional information received. There was fluid loss. Device is 10 years old.

Event description:
It was reported that patient had original implant in (B)(6) 2010. Approx 2 months ago, the device quite working. On (B)(6) 2020, that device was replaced. Patient wants to explore warranty. No adverse patient effects. Additional information received. There was fluid loss. Device is 10 years old.

Manufacturer narrative:
Field change: h1, h3, h6, h10. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ipp cylinders and ms pump were visually inspected and functionally tested. No leaks were identified. A hole was identified in the outer tube of one of the cylinders with broken fabric threads attributed to sharp instrument/tool damage. Other leaks were identified in both cylinders due to sharp instrument/tool damage consistent with explant damage. These leaks were considered secondary failures. Based on the results of this investigation, no escalation is required. 72404156; 616834002; reservoir 100 ml pc/iz. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. Based on the results of this investigation, no escalation is required.